Event description:
It was reported that post-op a laparoscopic hysterectomy procedure, the pt developed bleeding and had to be returned to the operating room. The original procedure was a laparoscopic hysterectomy with exploratory laparatomy that went to a femoral bypass. They hit something that created the need for the femoral bypass. They closed and the pt appeared to be okay. Later that evening the pt started bleeding and was brought back to surgery for bleeding. The pt underwent and exploratory laparatomy in 2006 at 11:27 pm. The procedure ended at 01:02 am in the next day. From the exploratory, the tissue pad from the harmonic device was discovered inside the pt. It was removed and the bleeding corrected. The cause of the bleeding is not presently known, it is thought to have been at the vaginal cuff. The pt currently remains in hospital. Additional info received: or nurse advised that where the bleeding was from was not listed in the pt's chart. During first procedure, there was blood loss of 3 liters due to an injury to the iliac vein. Ask if a result of procedure or use our harmonic device - but that info is unknown. Pt's chart does state that the harmonic scalpel was through entire lap procedure. Converted to open to control bleeding and further accessive. Inquired of transfusion - fluids give - 4 units of fresh frozen plasma; 10 units packed cells plus other fluids. Second procedure notes: repeat exploratory laparotomy with clot extraction. A 1000 ml blood loss. A 4 units of packed cells and 2 units of ffp. Additional blood given in ICU. A 4 units of packed red blood cells, 2 units ffp.

Manufacturer narrative:
Info anticipated, but unavailable at this time.